Event description:
It was reported that a pneumothorax occurred during implant and the patient presented with dyspnea. The outcome on this event was reported from the health care professional as resolved.